Event description:
It was reported that there was noise observed from the can to the right ventricular coil and that it was due to myopotentials from the patient's muscle. The lead continues to be monitored and remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.